Event description:
It was reported that during the procedure, the fiber tip detached. Another fiber was used to complete the procedure. It was noted that the fiber tip detached outside the patient body. There were no patent complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass and metal caps located on the fiber tip, were present. Visual and microscope inspection of the fiber tip observed a bent/kink near the open end of the metal cap that caused a fracture in the glass cap in the proximal end. The glass cap exhibited moderate devitrification. The metal cap exhibited severe moderate debris adhesion, indicative of excessive tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of break along the fiber body. Based on device analysis result, the glass and metal cap were present/attached to the fiber. The metal cap was not found to be loose. A review of the device history record confirmed that this fiber met specifications prior to release. Based on analysis result and information available, it is probable that the user may have perceived that the fiber tip had detached. However, analysis found the tip attached, and identification of a circumferential fracture proximal to the tip, but still fully attached to the fiber. Based on analysis results and information available, the interaction between the user and device caused or contributed to the reported event. It is likely that procedural handling during use of the fiber may have contributed to the glass cap to fracture at the proximal end. According to the device instructions for use: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber.

Event description:
It was reported that during a photo-laser vaporization procedure, the fiber tip detached. Another fiber was used to complete the procedure. It was noted that the fiber tip did not detach inside the patient body. There were no patent complications.